Manufacturer narrative:
Concomitant medical product: 5076-52 lead, implanted on (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission was sent and reviewed. The review showed that multiple alerts had been triggered due to low pacing impedance as well as non-sustained episodes and short v-v intervals. Reprogramming was performed change to mode to aai mode and detections were noted to be programmed off. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.